Manufacturer narrative:
The investigation for automated impella controller (aic) - battery failure (red alarm) has been completed. After reviewing the logs, the reported battery failure was confirmed. There were multiple instances of transport connection blown/missing alarms found in the logs from the reported occurrence date. The console was tested. The reported battery failure issue was only able to be reproduced when connecting the console to alternating current (ac) power and booting up the console with the battery switch disengaged. Results of running a batttest on this console showed that the health of the batteries were normal. The reported battery failure issue was determined to be use related. It is suspected that the user turned the console on while connected to ac power with the battery switch disengaged. After engaging the battery switch, it normally takes about 15 seconds for the alarm to clear. The user most likely did not give enough time for the console to register the battery switch engage because they expected the alarm to clear right away. The root cause of this issue was booting up the aic without engaging the battery transport switch beforehand.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller (aic) was turned on and had a battery failure. The aic was plugged into the red outlet, but the battery remained at zero percent. Troubleshooting was unsuccessful. The aic was removed from service. There was no harm to the patient.